Manufacturer narrative:
Initial inspection of devices at the center did not demonstrate any specific failure cause. The device history record review confirms that the device met all material, assembly and performance specs. Add'l eval of the lot is in process.

Event description:
Blue luer came off of the catheter.